Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the tibial plate shows slight scratching on the superior surface. There does not appear to be any bone cement residue on the inferior surface of the plate. Pmma precoat is present on the posterior and medial and lateral portions of the inferior surface. It is possible that the tibial plate did not come into contact with bone cement in these areas preventing the pmma precoat surface from polymerizing. Tibial plate loosening can be influenced by multiple factors including, but not limited to, pt anatomy, pt weight, pt activity, bone quality, implant size, surgical technique, cement technique, and rehab program. Therefore, without further info, a definite cause cannot be determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the tibial component was implanted in (B)(6) 2005. Pt was revised due to loosening.